Event description:
This spontaneous case was originally reported by a consumer with additional information received through social media and describes the occurrence of dermatitis allergic ("allergic rash") in a 37 year-old female patient who had essure inserted for rash. Medical conditions: other products: no. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced dermatitis allergic (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to dermatitis allergic. The reporter commented: batch/lot number: can't doctor has the information reporter seriousness for allergic rash: intervention required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer with additional information received through social media and describes the occurrence of dermatitis allergic ("allergic rash") in a 37-year-old female patient who had essure inserted for rash. Product or product use issues identified: off label use in unapproved indication ("device use in unapproved indication- rash"). Medical conditions: other products: no. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced dermatitis allergic (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to dermatitis allergic. The reporter commented: batch/lot number: can't doctor has the information reporter seriousness for allergic rash: intervention required. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.